Event description:
When I went to remove the tampon, it was a real struggle taking a long time - vagina [foreign body in reproductive tract]. String to pull out was not there and had been put in the applicator the wrong [device physical property issue]. When I went to remove the tampon, it was a real struggle [complication of device removal]. Case narrative: consumer reported via email that the tampon had been put in the applicator the wrong way. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.